Event description:
Ref MDR #1036844-2010-00159 for the first event involving the same pt. It was reported that the physician requested a second kit and moved to the l4 spinal space and again on this second attempt, the physician could not advance the catheter. As a result, a third attempt with a third new catheter and lot number was made in the same space and was successful. It was noted in the report that this procedure was delayed or interrupted by 20 minutes. The pt recovered, however did experience a headache. As a result, medical/surgical intervention was required as the physician placed a blood patch.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.